Event description:
It has been reported to philips that the system would not power on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and analyzed the log file and identified that the grabber card channels could not be enable. The issue was caused by a failure of the frame grabber card in the flexvision pc. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and hard disks and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.